Event description:
Pt receiving tpn through double lumen 2.6fr PICC line placed on (date redacted). It is unknown by this writer if the hummi had previously been changed but it is current practice to not routinely change the hummi with q96hr tubing change. Today, when patient weighed, it was noticed by the bedside rn that the line was backing up with blood and leaking tpn/blood into the bed from the red lumen. Leak identified at hummi, line immediately clamped on either side of leak and rnts called to bedside. Rnts (registered nurse trauma specialist) with bedside rn changed out hummi. The hummi was put in the mailbox of the nicu educator.